Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid, vomiting and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection of vancomycin 1 gm, intraperitoneally, once in 4 days. At the time of this report treatment and pd therapy were ongoing. The patient was recovering from the event. No additional information is available.